Manufacturer narrative:
The pump was received with a cracked case at the display window corners, cracked battery tube threads, and a severely scratched display window.

Event description:
It was reported that the customer had cracks near the battery compartment on the insulin pump.